Event description:
Patient was referred for a battery replacement. During surgery, a kink in the lead was observed in the generator pocket. The physician removed scar tissue to free the lead. The surgeon saw the lead insulation was no longer covering the inner wire. The surgeon felt the event was due to gradual degradation of the insulation. A full revision was performed. The explanted devices were discarded. No additional relevant information has been received.